Event description:
Account alleged that there is not an audible alarm at the bed for the bed exit.

Manufacturer narrative:
Account installed the jumper on ju1 on the siderail interface board to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.